Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/08/2021 it was reported by an arthrex representative via sems that an ar-129900n scorpion needle, tip broke off into the patient's knee joint. The broken pieces have not been retrieved. This was discovered during use in a knee arthroscopy on (B)(6) 2021. No further information is available.